Event description:
It was reported that during a percutaneous coronary intervention (pci), a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and mildly tortuous mid left anterior descending artery. A 2.50mm x 15mm emerge balloon catheter was advanced to the target lesion and was inflated 4 times. During the 4th inflation the balloon ruptured at 8atm. The device was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).